Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the physician attempted to deploy a band on a varix; however, the bands twisted up. They looked briefly for the band but did not want to disrupt the varices. There were six bands retrieved from the patient, but the seventh band could not be found. The patient will be brought back for another rescheduled procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Adverse event problem imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the bands returned with four bands attached and one band separated. Some bands were moved from their position and overlapped, also, one band was broken. The device was observed under magnification, and the ligator head teeth were bent/damaged, one band was broken, and the suture hole was in good condition. Per media analysis of the provided photo, it showed a pouch labeled with the reported lot 30407502. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands were moved from its position and overlapped, and one band was broken. The ligator head teeth were bent/damaged. These suggest that the device could not deploy. These conditions could have been generated due an excess of tension being applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them even causing the rupture of the band, which indicates inability of the device to deploy the bands. The functionality of the device may have been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.